Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated this pump was defective. The event was also reported by the rep initially, and during the procedure the newly opened pump was being prepared for implant. When preparing the pump, the surgical technician was able to aspirate the sterile water from the pump. However, when trying to put drug into the pump, the pump was not drawing anything in. Different needles and syringes were used and the pump was still not drawing anything in. Another pump was opened and prepared and placed in the patient. The pump was never placed in the patient. This was a pump that was newly opened. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a pump that was to be implanted in an unspecified patient for an unspecified indication for use. It was reported that they opened a pump for implant on (B)(6) 2019 but could not fill the pump with an unspecified medication. They aspirated the water out, but the pump was not drawing in the drug. They tried different needles, but the hcp felt like it was backed up, so they had to use a different pump. The pump was to be returned to the manufacturer. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump showed the pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.